Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen is cracked. Customer stated that upon waking up a crack was noted on the screen. The customer's blood glucose (bg) level was 128 mg/dl. Reportedly, manual injections would be used for alternate insulin therapy.